Manufacturer narrative:
A partial lead with the connector pin measuring 3.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead was capped and replaced due to insulation anomaly. No further information was available. Patient condition was good.